Manufacturer narrative:
Findings: pump was received with compromised force sensor alarm during basic occlusion test and unable to prime at 4.0 during prime test due to protruded/loose drive support disk. Unit had missing end cap sticker, cracked display window corner, cracked lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown mg/dl.